Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the device detecting paroxysmal atrial tachycardia and delivering therapy for ventricular tachycardia (vt). The patient's medication was adjusted and the device detection intervals were reprogrammed. The device remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.